Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient had significant bleeding from impella insertion site, requiring the use of femstop, and bleeding was able to be controlled, with palpable pulse in distal limb. Patient was given numerous units of prbcs, platelets, cryogenic, ffp overnight, and was able to achieve hemostasis at insertion site. Plan moving froward will depend on how the patient progresses. It was also reported that the patient went for stat heat computed tomography (CT) this morning which revealed large intracerebral hemorrhage (ich) stroke with shift. Bivalirudin infusion stopped due to intracranial hemorrhage (ich). It was reported that the patient expired at explant.

Event description:
The complainant reported additional information upon request. The catheter was not saved. The cause of death reported was cardiogenic shock.

Manufacturer narrative:
B5 updated. The investigation is ongoing.